Event description:
It was reported that the device was not pumping. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in good condition. Functional testing confirmed the complaint. The pump was not circulating. Root cause was attributed to a faulty pump. What caused this condition was not established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pump. Performed preventative maintenance. Changed o rings and reservoir gasket. Calibrated device. Device passed functional testing after the completed repairs.